Event description:
Patient reported she was attempting to change the cartridge because the infusion device alerted w1 (cartridge low) during the night, but the menu button will not work. Patient stated the other buttons are working fine. Patient reported the failure is constant. Patient stated the issue began today. Button does not make an audible sound when pressed and appears slightly flatter than the check button. On call back patient reported the button started working again. Patient stated her husband kept pressing and it began working. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.